Event description:
Patient was implanted with 2-level vectra plate at c5-c6, c6-c7 on (B)(6) 2009 returned to surgeon on an unknown date for follow up visit. Exam and x-rays revealed original levels had fused, but there was adjacent level disease at c3-c4, c4-c5, and a loose screw at c7 right. Patient was returned to operating room on (B)(6) 2013, surgeon removed 1 plate and 6 screws from c5-c6, c6-c7, with no hardware being replaced at those levels. Surgeon then implanted another 2-level vectra plate at c3-c4, c4-c5, and completed the procedure. There was no further information on the patients recovery. This is 2 of 7 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.